Event description:
It was reported that 57 months post implant of a bifurcated device and an infrarenal aortic extension, patient presented with an enlarged aneurysm after having the device implanted for quite awhile. An endoleak was not identified therefore physician chose to place two infrarenal aortic extensions to prevent an endoleak. The first infrarenal was placed too low, so a second one was added, and placed perfectly. After completion an angio gram was done, and looked successful. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A sample evaluation was not returned for evaluation. There was adequate medical documentation and suboptimal imaging studies available for review. Product appropriateness and patient candidacy could not be assessed due to lack of information. Given the longevity of the device and the patient's medical history, disease progression and/or aortic remodeling might have contributed to this event. The endoleak ia, ii and the contained rupture were substantiated. The patient underwent two separate secondary procedures to correct the endoleaks. Intra-operative stent migration was substantiated. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause may have been due to disease progression and/or aortic remodeling.